Event description:
The customer reported that upon connecting the patient to the ventilator, a low pressure alarm occurred and pressure was zero. No patient harm was reported. There was no change in therapy.